Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the one or two of the splines on the liner are smaller than the rest, so the liner could not be inserted properly. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. Visual examination of the returned product identified 2 anti-rotation scallops that are fractured and partially missing with 2 more partially fractured. No fractured pieces were returned with device. Gouges are present on the i.d. O.d. And top flat surface(s). The outside rim lock surface has deformations all around. Dimensions were measured for the height, diameter and thickness and were found to be within specifications. It was confirmed that the item was 100% cmm inspected which further confirms the item was manufactured to specification. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to user error, as the surgeon did not align the liner properly when attempting to seat into the shell. As per the surgical technique, it states, "manually place the liner into the shell, ensuring the scallops are correctly aligned with the recessed areas on the shell.", " if the liner becomes tilted during initial impaction, it is recommended that you do not impact the sides of the liner and instead manually remove and reseat the liner prior to additional impaction.", " check to ensure the liner is fully seated by running your finger around the face of the shell. When properly seated, the polyethylene scallops will sit flush with, or slightly below, the face of the shell". Based on the product review and finding of fractured off scallops, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.